Event description:
The pt was revised because of pain and noise. No evidence of cup loosening or metallic staining of soft tissue upon removal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.